Event description:
It was reported that the patient was in the emergency room after many inappropriate shocks. Due to the high number of shocks, the charge circuit was inactive and the defibrillator was at the end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.